Manufacturer narrative:
A boston scientific technical services consultant has reached out to the patient advocate to obtain additional details about the patient and lead. This report will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted in a patient with brugada syndrome. A family member reported this lead was broken, and the patient experienced a thrombosis of the superior vena cava such that the lead cannot be extracted. It was reported this was the second rv lead to break for this patient; however, the manufacturer of the first rv lead was not provided. No further details were provided to understand in what way the lead was broken and whether any therapy remains available from the lead. It was only noted the patient has had issues with the implanted products since 2007.

Manufacturer narrative:
The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information about this patient and rv lead. In 2007, the patient had a competitor's rv lead implanted. Shortly after, the lead was found to be defective and this rv lead was implanted instead. In 2015, this rv lead exhibited noise that was oversensed, resulting in stored ventricular tachycardia (vt) episodes, as identified in the patient's remote monitoring system; therefore, the lead was explanted and replaced. In 2016, the patient underwent a stenting of the superior vena cava in a non-device related procedure. A stent migrated to the tricuspid valve, requiring open heart surgery. The patient's transvenous system was explanted and the patient was sent home for recovery. The physician intends to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) after the patient's sternum is healed.